Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rewind anomaly or motor noise noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was abnormal sounds during priming. Customer¿s blood glucose level was unknown. Customer also reported scratches on the screen, hairline fracture on back of the pump, and the insulin pump takes time to get back in place after rewinding. The device will not be returned for analysis.